Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony and choroidal detachment as known complications and adverse reactions. Analysis of production records: the device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The steady state pressure testing results for the valve lot was found to be within the intended functioning range of the device. Testing of actual/suspected device: explanted valve was requested for inspection, and was returned to nwm on (B)(6) 2021 and underwent visual inspection and functional testing. Visual inspection results: bodily fluid observed on device, splits observed in silicone of body/suture holes which may be a result of explantation, but valve appears undamaged. No other issues found with the device. Steady state pressure testing results: the valve was tested for steady state pressure and was found to perform within the intended functioning range of the device. The issue of low iop condition as reported by customer could not be replicated or confirmed.

Event description:
The preoperative intraocular pressure was 50 mmhg. After surgery, the iop became at the target level and the iop has been stable for about a year. However, the iop started decreasing around (B)(6) 2021 and dropped to 1-2 mmhg in mid (B)(6). As a choroidal detachment occurred, fp7 was removed on (B)(6) after removal, fp7 has not been reimplanted, but the condition has been stable at 14 mmhg. There was no infection or inflammation when the fp7 was implanted. The surgeon suspects that the valve did not close due to a malfunction of the valve and it caused overfiltration and hypotony.